Manufacturer narrative:
This report is submitted on 16 october 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, it is unknown if there are plans to re-implant the patient.